Event description:
On (B)(6) 2012, a distributor reported that the audio bolus button was unresponsive. There was no report of issues with the keypad buttons. No additional information is available. This complaint is being reported because of an issue with the audio bolus button.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): investigation revealed that the audio bolus button cover was torn. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The audio bolus was still functional. Investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The complaint regarding the audio bolus button responsiveness could not be duplicated on investigation.